Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. Upon pre-operation device check, it was observed the pacemaker had rf telemetry lockout after multiple telemetry attempts. The pacemaker was explanted and replaced without issue. Patient was stable.

Manufacturer narrative:
The event of loss of wireless communication was not confirmed. The pulse generator was returned, and imaging analysis revealed that radio frequency communication was disabled due to excessive power usage that resulted from excessive high powered telemetry. Electrical, mechanical and longevity analysis was normal without any anomalies.